Event description:
It was reported that the ilet user experienced an issue during a supply change when no drops were observed during the fill tubing step, and the user disclosed connecting the cartridge and connector outside of the ilet. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change after troubleshooting and education, with no health consequences. Investigation included remote troubleshooting and procedural review with the user. Investigation of this case revealed that the infusion set connector was not attached correctly, consistent with user handling error of the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper supply change procedure.